Event description:
The PICC-line was trimmed after measurement to 47 cm for left subclavian axilla juncture placement. The catheter threaded without problems after venipuncture performed, however when the rn tried to remove the guide wire, it would not release itself from the catheter. The rn then pulled back on the catheter to ease removal of the guide wire and after approx 6-8 inches of removal, the catheter broke away from the guide wire just distal to insertion site. This piece was immediately secured with forceps to prevent migration and the rn called for assistance. Upon supervisor's arrival at the pt's home, she discovered a lump at the insertion site of the left antecubital area and no free movement of the catheter or guide wire for removal. The pt was transported to the hosp and x-ray's revealed a knot in the catheter proximal to insertion site. The surgeon removed the PICC-line in the ER via a cutdown of the left antecubital with removal of the knotted catheter achieved. Two sutures were required at the cut down site, and the pt was transported back home where piv started for IV antibiotic therapy. Analysis by MFR: the catheter and guide wire were knotted approx 8 inches from the hub. The catheter and guide wire were measured to verify length. The guide wire measured approx 71 cm with both tips intact and the catheter length from the hub measured 47 cm. The area of the guidewire which was knotted,is severely bent with several offsets of the spring wire. The ptfe coating has also been scraped off in the area, indicating severe friction. Knotting or misdirection generally occurs as a result of the anatomy of the pt. According to the article, "peripherally inserted central venous catheters", "misdirection can occur anywhere along the intended pathway of the catheter by entering the ostium of a venous tributary; reversing direction after abutting a valve; looping or curling within the vein; displacing forward or backward with movement of the arm, shoulder, or head." Conclusion by MFR: as reported by the facility, the pt has underlying conditions which make vascular access difficult. This could contribute to the occurrence of misdirection and subsequent knotting. Response to MFR's letter; rptr states it takes a significant amount of strength to pull these catheters apart. Having worked with product for years and never experiencing this problem, rptr is very concerned about this. Rptr is aware the catheter has changed the distal end of the catheter by adding an injection port, but the package insert still specifically states to "remove" the guide wire before flushing.